Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). Other devices used: catalog #00575001501, nexgen cr-flex gsf femoral component, lot #62513036 - zimmer (B)(4). The following were manufactured by zimmer (B)(4). Catalog #00598002702, nexgen stemmed precoat tibial plate, lot #62404959; catalog #00597206532, nexgen all poly patella, lot #62473738. Primary notes indicates that the knee was tight in both flexion and extension and then the trial components were removed and an additional resection was made from the proximal tibia. The trial components were re-inserted and the knee was then stable to varus and valgus throughout a full arc of motion and reached full extension and full flexion with midline tracking of the patella. The flexion and extension gap balance was felt to be good, with appropriate femoral rollback. A product history search identified no other complaints for the reported lots. Device labeling indicates that the combination of the femoral and articular surface components used in this case is not indicated for use. The inappropriate combination of these products may have caused or contributed to the alleged failure. A definitive root cause cannot be determined. The information provided on this form was previously submitted under manufacturing report number 2648920-2015-00368.

Event description:
It is reported that the patient is experiencing swelling and pain.